Event description:
Customer reported a fire started at the base of the anesthesia machine. There was no reported pt injury. Investigation conclusion: the equipment at this hosp is serviced and maintained by a third party service organization. Subsequent to the alleged event, the equipment was checked out by datex-ohmeda service reps. Initial inspection of the anesthesia machine revealed excessive dust in the fan filters and inside the display and back panels. The power supply board and ac cable harness were replaced and forwarded to the manufacturing site for investigation. The parts were examined and noted to be dusty and corrosion was found on the power supply's connector headers. Although the exact cause of the fire could not be determined, it appears the combination of the corrosion and dust buildup was the cause.